Event description:
Reportable based on device analysis completed on 16-nov-2022. It was reported that stent damaged occurred. During preparation, a 4.00 x 32mm synergy xd drug-eluting stent was selected for use to treat the lesion. However, upon removing the sleeve off the stent, the physician noticed that the distal end of the stent had been pulled off the balloon, leaving an appearance that the stent had stretched. The proximal part of the stent was in-situ over the stent balloon. The procedure was completed with a new stent and there were no complications were reported. However, returned device analysis revealed stent moved on balloon.

Manufacturer narrative:
Device evaluated by MFR.: synergy xd mr ous 4.00 x 32mm stent delivery system was returned for analysis. The device was returned the stent damaged and moved distally on the balloon. The stent outer diameter at the time of manufacturing was within maximum crimped stent profile measurement. The balloon cones were reviewed; it appears as if pressure was applied as the balloon cones appeared relaxed. Crimp markings were evident on the exposed balloon. A visual examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.